Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log of the prograsp forceps (part # 471093-11/ lot # n10200706-0184) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 8th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. A review of 3 images that were provided has been performed by isi advance failure analysis (afa). The image depicts the proximal clevis dislodged from the main tube a review of the site's system logs for the reported procedure date was conducted by technical support. Investigation revealed error 100, but it would have not caused or contributed to the reported complaint of instrument breakage. This complaint is being reported due to the following conclusion: the customer experienced difficulty attempting to remove the prograsp forceps through the cannula. When the instrument was successfully removed, it was noted that the instrument was broken and the customer was concerned that fragments from the broken instrument may have fallen inside the patient's anatomy. The customer could not be certain if any fragments fell inside the patient, or if there were missing fragments at all. Although there was no report of patient injury or post-operative complications, if the event were to recur and result in fragments falling inside a patient, it could cause or contribute to an adverse event.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon attempted to pull the prograsp forceps off the arm during undocking, and the instrument got stuck in the cannula before successful removal. The prograsp forceps was broken following removal, and the customer was concerned that fragments from the may have fallen inside the patient when attempting to remove the instrument through the cannula. Reportedly, the cannula may also have been damaged as it looked "off center." The procedure was converted to an open surgery. There was no reported injury to the patient. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the first assistant and surgeon reportedly had difficulty removing the prograsp forceps from the cannula. It looked like two pieces were peeled back from the black part of the shaft of the prograsp forceps. Those pieces were still attached to the instrument; however, they still did not know if anything else fell from the instrument. Additionally, if a fragment did fall, they do not know if it fell inside the patient or somewhere else (for example, to the floor). The customer looked for fragments inside the patient's anatomy, but found nothing. There was no report of any injury to the patient during the procedure or post procedure. No medical intervention was required. No post-operative tests were performed since the black part of the shaft would not have been viewable on an x-ray. The procedure was completed robotically and was not converted to an open surgery as had been originally reported. After the robotic portion was completed, an incision was made in the abdomen in order to remove the specimen. This was reportedly not due to the da vinci system, but rather to the size of the specimen that needed to be removed. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information: there was no damage to the instrument before the instrument was being removed from the patient's anatomy. The surgeon noted that when attempting to remove the prograsp forceps from the patient's anatomy, the jaws would not close. The surgeon and the assistant kept pulling the instrument and they were eventually able to remove the instrument from the cannula.

Manufacturer narrative:
Additional information can be found in the following fields: b1, d4, d9, g3, g6, h2, h3, h4, h6, and h10. D11 - intuitive surgical, inc. (Isi) received information from the site indicating that the patient related to this event has not reported any complications following the procedure. Isi received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to confirm/reproduce the reported complaint the instrument was found to have the main tube broken. A piece measuring proximately 0.092¿ x 0.115¿ was not returned with the instrument. The root cause of the broken instrument main tube is typically attributed to mishandling. Fa also found the instrument to have various scratch marks with light material removed on the main tube. The scratch marks were 0.115¿ - 0.225 in length and were not aligned with the tube axis. The root cause of the scratch marks/abrasions on the main tube is typically attributed to mishandling. A review of the instrument log of the prograsp forceps (part # 471093-11/ lot # n10200803-0028) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system sk4175. The alleged event occurred on the 1st use of the instrument. Based on the failure analysis results, the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument. The location of the broken piece that was not returned with the instrument remains unknown. The customer was not certain if any fragments from the instrument fell inside the patient and were retained.

Event description:
Refer to h10/h11 for follow-up information.